Event description:
It was reported that the syringe is having difficulty connecting to mating component with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the 3ml syringe luer-lok cannula is having difficulty twisting onto the syringe and seating them correctly.

Manufacturer narrative:
Investigation summary: six samples received for investigation, no damaged observed. Additionally, leakage test is performed, no defect observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe is having difficulty connecting to mating component with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the 3ml syringe luer-lok cannula is having difficulty twisting onto the syringe and seating them correctly.